Event description:
The customer contacted baxter's service center regarding a low drain volume alarm which occurred on the homechoice (hc) during drain 5 of 5. The technical service representative (tsr) had the caller end therapy as the caller found air in patient line. The bed was wet and the transfer set was cracked. The caller would contact her registered nurse (rn) about the cracked the transfer set and missed therapy, and call back if any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the rn on (B)(6) 2012. She stated that the patient had come in to the clinic to have her transfer set changed after this incident. The nurse was unsure of how long the patient had been using this transfer set as she was not her primary nurse. She stated that the twist clamp on the transfer set was cracked. No previous damage had been noted to the transfer set. To the nurse's knowledge, the transfer set was not being overtorqued or exposed to excessive force. The nurse was not aware of anything that could have caused this damage. The patient is in a nursing home, and a care giver assists with therapy. The lot number of the transfer set was unknown, and the nurse had discarded the sample after she changed the transfer set. No issues were reported with the cassette, and there was no lot or sample available. The patient was administered preventative antibiotics. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was 'air in patient line'. This issue is being investigated through CAPA.